Event description:
It was reported that the ilet user experienced low blood glucose after announcing meals, including a drop to 65 mg/dl after a usual breakfast, with support noting that the announced meal size likely exceeded actual intake. The user then completed a factory reset, reconnected the libre 3 plus sensor, performed a full supply change with a prefilled cartridge and contact detach steel infusion set, entered weight, and resumed bionic mode. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem, a usage problem related to meal announcements and meal size entry, and no hardware component failure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.